Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found the emergency lamp indicator blinking due to failure of the spare lamp. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the "emergency lamp" was blinking. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the cause of the phenomenon is due to faulty emergency lamp. When emergency lamp malfunctions, emergency lamp indicators blink. The cause of faulty emergency lamp could not be identified but it can be noted that dust was found inside the unit. The following is stated in the instruction manual of clv-190. This may prevent dust from accumulating: ¿[important information ¿ please read before use]. Avoid using the light source in a dusty environment. This may damage the light source.¿// ¿[3.3 installation of equipment]. Clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating.¿ olympus will continue to monitor field performance for this device.